Manufacturer narrative:
The gate motor box cover is assembled to the fixed box by sliding it sideways into grooves to hold the cover into place. Based on the installation and maintenance document for kwiktrak gate (001.11500.en): ¿once the gate system has been successfully tested, apply the #001.00060 sticker seal on the tops of both the fixed box and the motor box. This will keep the cover from sliding sideways.¿ during the device inspection performed by the arjo representative it was observed that the motor box cover detached, the sticker was still applied to it. After cover reassembling and passing the maxi sky 2 through the gate, it was observed that the ceiling lift top cover and gate motor box cover were not perfectly aligned causing contact between these two components. The evaluation of all gathered information performed by the manufacturer revealed that it could lead to the loosening of the gate motor box cover during manual passages of the maxi sky 2 through the gate. It was also not possible to confirm if the cover was correctly assembled in the groove at the time of the event. To sum up, the information gathered does not allow to establish a definitive root cause. However it needs to be pointed out that there is no indication that this issue would be related in any way to the manufacturing process. Arjo device failed to meet its performance specification since the gate motor box cover detached when the caregiver moved the ceiling lift. The complaint was assessed as reportable due to the ceiling lift cover detachment that hit the caregiver's hand. No serious injury was claimed.

Manufacturer narrative:
The analysis is still ongoing. The results will be provided to the follow-up report.

Manufacturer narrative:
The process of analyzing and gathering information is still ongoing. The conclusions will be provided within the final report.

Event description:
Arjo was informed about an incident involving the kwiktrak gate system and arjo maxi sky 2 ceiling lift. Following the information reported, a cover fell from the ceiling track installation, an assembly component of the gate motor box and hit the caregiver's hand. The gate motor box (an optional component of the kwiktrak track system) allows the ceiling lift to travel from a mobile track to the fixed track and vice versa.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.